Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error 100.6130 was not identified during the customer call. The tech support recommended to power up the system in system configuration mode. Reset to factory defaults. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had error 100.6130. There was no patient involvement. Bd technical support assisted the customer in resolving the issue. Per report, it was recommended to the customer to power up the system in system configuration mode. Reset to factory defaults.